Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that, during aquablation therapy, the patient experienced a intraperitoneal bladder perforation. The patient's bladder was surgically repaired. The treating surgeon determined the cause of the perforation was the patient's over distended bladder, they do not attribute this event to aquablation therapy or the device. The patient has since been discharged and is recovering well. No malfunction of the hydros robotic system was reported.

Manufacturer narrative:
The hydros robotic system is a reusable device; therefore, it is still currently in possession of the user facility. It was reported that the patient experienced an intraperitoneal bladder perforation. The patient's bladder was surgically repaired. The treating surgeon determined the cause of the perforation was the patient's over distended bladder, they do not attribute this event to aquablation therapy or the device. The patient has since been discharged and is recovering well. No malfunction of the hydros robotic system was reported. The hydros robotic system's um lists bladder perforation as a potential risk of aquablation therapy. Based on the review of the information provided, plus a review of the DHR and um, the event is considered not to be device related. A review of the device history record (DHR) was conducted for hy1000t-us/serial number (B)(6), which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. A review of the log files for this procedure could not be conducted as they were not provided. Three good faith efforts (gfe) were made to obtain the log files without success. The hydros robotic system's user manual (um) um0401-00-01, us, english, rev. C, was reviewed. 4.2.3 warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include the following, some of which may lead to serious outcomes and may require intervention: bladder or prostate capsule perforation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.